Event description:
During a carotid stenting procedure, the patient became bradycardic and hypotensive. After the procedure, the patient developed some left-sided weakness. The patient is a female patient with worsening carotid stenosis. The patient was asymptomatic and based on her symptoms, she was recommended to undergo a carotid angiogram and was enrolled into the study. In 2008, an angiogram and stenting of the right internal carotid artery was performed. The physician made access to the patient through the right brachial artery due to tortuosity of the femoral artery. A 6fr shuttle sheath was inserted and a 5 fr. Ima was introduced over a guidewire. Selective views of the right carotid artery were taken. Following angiography, the angioguard rx was deployed distal to the lesion. A powersail rx 4.0 x 28 balloon was inflated at 8 atmospheres (atms) for 10 seconds to pre-dilate the lesion. During pre-dilation, the patient became bradycardic, but returned to baseline when the balloon was deflated. The precise stent was placed and a 5.5x2 aviator balloon was advanced for post-dilation of the stent. The balloon was inflated to 8 atms for 10 seconds. At this point, the patient became bradycardic and hypotensive (81/28), but was still responding appropriately. Atropine was given (0.6mg, ivp). Heartrate returned to baseline.

Manufacturer narrative:
Two more dilations of the stent were performed at 10 atms for 10 seconds. Vasopressin was given and IV fluids were increased (154/66). The stent was successfully placed. The balloon catheter was removed and the distal protection retrieval device was inserted and the angioguard was removed. A post-procedure angiogram was performed and showed good result with a 10% residual stenosis. There were no complications. The patient as neurologically intact when taken from the angio suite. Over the course of the next day, the patient's blood pressure improved to 92 systolic off dopamine. She was monitored and then started to develop hemineglect to the left, which was not present pre-procedure. Also during physical therapy, she had to be reminded to use her left foot. As a result, a cat scan (CT) of the brain was performed which showed mild atrophy. There were remote lacunar infarctions in the right basil cannula. There was no mass and no bleeding. There was no diagnosis of stroke. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of three cordis products involved with this event which is associated with mfg report # 9610978-2008-00115 and 1016427-2008-00134.